Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of 27.1mmol/l. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the reporter loss of prime occurred more than three times. The reporter stated that the patient is a cancer patient and is currently on steroids and chemotherapy. This report is being made due to the bg excursion the patient experienced due to a prime issue.